Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm displayed low and she self-treated with sugar. Later that day, she performed a bg which was 600 mg/dl on her glucometer. She called emergency medical services (ems) and her bg per ems was 800 mg/dl. The patient was transported and admitted to the hospital, unspecified treatment was provided, and she was released from the hospital the following day. The patient reported she takes acetaminophen 500 mg daily and celebrex, 250 mg, three times a day. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.